Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous, and severely calcified left superficial femoral artery. A 5.0 x 100, 135cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 14 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition.